Event description:
The user facility reported experiencing ¿abnormal¿ bleeding from the valve of the sheath during a procedure. Follow-up communication with the user facility confirmed that: a cordis thermocool sf bidirectional catheter was used in conjunction with the device; no estimated blood loss was able to be provided; no medical intervention was necessary as a result of the event; and the patient was reported to be ¿normal¿ following the procedure.

Manufacturer narrative:
(B)(4) - although there were reportedly no impact to the patient, the event description indicates that some blood loss did occur. The involved device was not returned for evaluation. Therefore, the failure investigation was limited to evaluation of quality records, unused return and reserve samples. Inspection and testing of the returned unused sample and retained samples from the reported lot and surrounding lots confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is consistent with the dilator being inserted off-center of the crosscut valve, damaging the valve and resulting in the leakage noted. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the center of the sheath valve. Forced insertion of the dilator which misses the center of the sheath valve may cause damage, and result in blood leakage." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.